Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and ok buttons were under responsive to button presses. The reporter confirmed that there was no known damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on v 2014 with the following findings: the pump keypad cover was observed to be intact. The keypad buttons were tested and found that the up and ok buttons were intermittently responding to presses. The keypad was removed and contamination was observed under all of the keypad button contacts and the ok button contact was observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.